Event description:
A nurse (rn) contacted baxter's (B)(4) regarding a system error (se) 2267 alarm which occurred on the homechoice (hc) during fill. The baxter technical service representative(tsr) explained the se indicates a large amount of air has entered setup and advised the rn to cycle power to clear the alarm. The tsr informed the rn to start over using new supplies. The tsr reviewed proper procedures per the user manual with the rn. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). This report of a system error 2240 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Label review was not performed. No user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the drain volume was 4338ml during cycle 4. No additional information is available.

Event description:
A home patient (hp) reported a system error (se) 2240 alarm during a review of the alarm log of the homechoice machine. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The hp stated he was connected at the time of the alarm and had not disconnected prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The tsr assisted the hp to retrieve the cassette and advised the hp to contact his nurse to inform of the alarm. No further information is available at this time.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who stated he does not remember the incident, nor informing his nurse. The hp stated he continues therapy with the hc to date. Product surveillance also spoke with the nurse (rn) who stated the patient's forgetfulness and short term memory loss has not been resolved and was not related to his dialysis therapy. A plan has been formed to train a family to administer therapy. No further information is available.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.